Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. Scoring was noted on the inside of the top housing. A misalignment between the top housing and linkage assembly caused the linkage assembly drag on the top housing, causing scoring, and preventing the linkage assembly from deploying properly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports a pod in which the cannula deployed late. As treatment, the patient self administered a shot of insulin by pen. The pod was not worn. The pod will not be returned as it has been discarded.